Event description:
The complainant reported that a male pt had a dental implant placed at an unk dental site number on (B)(6) 2010. The abutment fractured on (B)(6) 2010. The implant remained viable. The clinician reported that a new custom ucla abutment and a new crown were fabricated to restore the implant. There was no adverse effect to the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The doctor was unable to report the lot number of the abutment at issue in this complaint; consequently, the device manufacture date could not be determined. Visual analysis confirmed the complaint condition. The abutment was observed to be fractured into three pieces. The abutment was found to be fractured at the beginning of the cuff portion. The portion of the abutment above the cuff was found to be still attached to the crown, but completely detached from the cuff portion of the abutment. The cuff portion of the abutment was broken in half lengthwise. Events of this nature are usually caused by excessive torque force used to secure the abutment screw. A torque setting over the recommended 30ncm can result in fractures toward the base of the zirconia abutment. The analysis of the returned abutment was unable to identify any prepping that may have been performed on this abutment, as the crown completely covered that portion of the abutment. Prepping of the abutment can be another cause of events of this nature, as modification can lead to abutment fracture. Due to the inherent nature of the materials used for ceramic abutments, failures of this nature are not unexpected. Attempts were made to obtain additional info. A follow-up medwatch form will be submitted if additional info is received at a later date. (B)(4).